Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the implantable neurostimulator was turned on after being off for "some time," the pt was shocked. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.